Event description:
For donor case (B)(6), the liver was accepted by (B)(6) hospital. The liver was recovered in or on (B)(6) 2026, placed on transmedic ocs liver pump prior to transplantation into their recipient. On (B)(6) 2025, (B)(6) notified us (B)(6), that the transmedic ocs liver pump had malfunctioned, and that the liver was off pump for 20 minutes. They reported they obtained a liver biopsy afterward which resulted in liver necrosis. The liver was deemed non-transplantable, and the liver was discarded.